Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a loss of therapy sensation. The patient said they typically felt the stimulation therapy in their right leg. The patient programmer was showing the amplitude at 4.0 on group b and the patient said they usually were at 3.8. The patient increased the stimulation to 8.6 and then the patient could feel stimulation in the target area. It was noted that troubleshooting resolved the issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that while sleeping the device turned itself off, while sitting the device turned itself up and turning itself to different settings caused shocking. The patient said they finally turned the ins off completely. No further complications were reported/anticipated.